Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Patient called to report ¿I¿ve had these implants for five years and left side is ruptured. My breast is very flat. I want it out, I don¿t want them replaced.¿ device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, fluids. Leak test was performed and found opening on radius side. A microscopic analysis was performed identify a crease sharp in the posterior. Stress marks, based on the device analysis the final assessment is: -a crease sharp opening on posterior side assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Patient called to report ¿I¿ve had these implants for five years and left side is ruptured. My breast is very flat. I want it out, I don¿t want them replaced.¿ device has been explanted.